Event description:
Patient reported that she has experienced the infusion set tubing separating from the luer lock. The patient has also been experiencing elevated blood glucose for the past week and has been a high as 400 mg/dl. The patient reported symptoms of being very tired, nauseated, headache and irritable. She also said that she is under a lot of stress which may be contributing her high blood glucose level. The patient did not indicate her high blood glucose was the fault of her infusion device or set. No medical attention was necessary. No product will be returned for evaluation.

Manufacturer narrative:
H6: codes product not returned for evaluation. Issue described to agency in the recall.